Manufacturer narrative:
Gtin/UDI number for item 8110adxen9151, sn (B)(4) is (B)(4). Concomitant medical products: 10 ml bd syringe; (3) syringe tubing; pri tubing. The customer¿s report of the syringe module alarming ¿calibration error¿ was confirmed in the syringe module device logs, however was not replicated during functional testing. The pcu event log shows that the syringe module was infusing fentanyl 3 mcg/kg/hr (rate 0.75 ml/hr). At 11:22 am on (B)(6) 2017 the infusion was stopped due to a calibrate syringe alarm. The device passed all syringe related testing. No issues were noted with the drive shaft or drive tube, however one of the split nuts showed signs of wear. The root cause of the syringe module alarming ¿calibration error¿ was not identified.

Event description:
The customer reported that a syringe pump with a continuous fentanyl infusion spontaneously shut off and alarmed "calibration error." A new syringe pump was obtained and within 5 minutes, the fentanyl infusion was restarted. There was no change in the patient status or sedation level and no report of patient harm.